Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a subtotal gastrectomy procedure. When the surgeon fired the reload, neither the knife nor the staples came out. There was no patient injury. The current condition of the patient is stable. No reinforcement material was used. Another device was used to resolve the issue.